Event description:
Customer received a blood glucose reading of 320mg/dl on the contour next link at 2:00am. She received a bolus of insulin. At 2.22am her reading was 194mg/dl. At 3:00am she was unconscious and 911 was called. When customer arrived at the hospital her blood glucose was 18mg/dl. She was given glucagon. Customer was vomiting. Other medications were given but customer could not provide further details. At 6:30am customer was discharged from the hospital. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.